Event description:
The hospital reported that there was an issue with a hemopro 2 device; the hospital believes that the issue was with the cutting and sealing mechanism. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital will reportedly not be returning the product in question as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).